Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: after pulling out the suture, how did you take care of the allergy? Therefore, dr. (B)(6) reopened the patient wound for the incision and drainage to release the stratafix was it monocryl or both? After inspecting the wound, he believed that the patient had an allergic reaction from the stratafix . What was the name of the initial procedure? Tha. What tissue layer was the stratafix pds used on? Facia. What is the product code of the stratafix pds suture used? Sxpp1a404. What tissue layer was the stratafix monocryl suture used on? Subcuticular layer. What is the product code of the stratafix monocryl suture? Sxmp1b119. What post op date (after I&d procedure) did the patient present with symptoms? Tissue reaction. What is the surgeon opinion regarding absorption of stratafix suture unknown? Pds (6 months) and monocryl ( more than 1 month). What was the indication for the incision and drainage procedure? Tissue reaction and wound dehiscence. What is the surgeon¿s opinion as to the relationship of the stratafix pds suture and the reaction? Suture was the foreign body which might cause the reaction. What is the surgeon¿s opinion as to the relationship of the stratafix monocryl suture and the reaction? Suture was the foreign body which might cause the reaction. What product code/ suture was used during the second procedure? No suture applied. What are the patient age, gender, weight, prior medical conditions, allergies? Female. What is the current condition of the patient? In recovery. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial tha procedure where stratafix was used? What post op date (after tha procedure) did the patient present with symptoms? What were the symptoms of the tissue reaction? What is the current condition of the patient?

Event description:
It was reported that a patient underwent total hip arthroplasty procedure on an unknown and barbed suture was used on the subcuticular layer. The patient presented with an allergic reaction and wound dehiscence on (B)(6) 2018. The patient underwent an incision and drainage procedure on an unknown date. The suture was removed and the surgeon opined that the suture was the foreign body which might cause the reaction. It is unknown what was used to close the wound. The patient is currently in recovery. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any medical/surgical intervention and/or treatment rendered for the tissue reaction? They removed the suture to be healed from the reaction. Will the device be returned for analysis? The device not be returnable. The following information was requested, but unavailable: what was the date of the initial tha procedure where stratafix was used? What post op date (after tha procedure) did the patient present with symptoms? What were the symptoms of the tissue reaction? What is the current condition of the patient?